Manufacturer narrative:
(B)(4). Unit passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss at different duration of time, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump was getting low battery life time and replace battery alert. Customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.